Manufacturer narrative:
Date of device breakage is not known. PMA / 510k: this report is for an unknown locking screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Explanted date: it is not known if device was explanted. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported patient underwent a revision procedure on (B)(6) 2017 due to a broken plate. Follow up visit on (B)(6) 2017 it was noted the fracture site was pain free and the wounds have healed well. Plain radiographs demonstrate excellent bridging callus but the fracture is not completely united. X-rays taken on (B)(6) 2017 reveal a callus at the fracture site. It was noted the pain around the tibial fracture had improved. One (1) of the distal screws was noted to be broken. The fracture appeared to be uniting. Patient is mobilizing without much pain. Concomitant devices reported: 3.5mm locking compression plate (lcp) metaphyseal plate 7 holes (223.407s, lot l401471, quantity 1). . This report is for one (1) unknown locking screw. This is report 1 of 1 for (B)(4).